Event description:
During post dilatation of a stent with restenosis, a ptca 3.5 balloon catheter was successfully used. However the physician noted resistance during pullback of the catheter. A 4.0 balloon was used for a second recross but upon inflation it burst at 16 atm. While attempting to retract the balloon, it became caught on the stent. Once the catheter was out of the patient, it was discovered that the distal section of the balloon and tip were missing. The patient went to surgery in stable condition.